Event description:
A customer reported receiving a minimum fill notification while attempting to load a new cartridge. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support guided the customer in cleaning the pump and loading a new cartridge correctly, which successfully resolved the issue, allowing the customer to resume using the pump.